Event description:
The customer reported to customer service that she was using her (B)(6) breast shields (non-medela): she was having problem with her milk coming in and had a breast infection (not due to the pump). She was not separating her valves and membranes for cleaning. Customer service had her clean and dry her valves and membranes and test pump, the suction was restored. The customer reported pain and did seek medical attention, she was using an antibiotic cream.

Manufacturer narrative:
The customer reported that she was using non-medela breast shields and was not separating the valves and membranes for cleaning. The issue appears to be customer related. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Attempts to get add'l complaint info was unsuccessful, including a final attempt by letter. Should add'l info be received, resulting in new, changed, or correct info, a f/u report will be filed at that time.